Event description:
It was reported that the main connector of a cerec ac omnicam was pushed in. The user has tried to pull the plug back out with her fingers and received an electrical shock. After a short treatment in the clinic, no remaining injuries are reported from the user.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The investigation has pointed out, that the plug and the connecter were damaged by external forces, so that the connector was pressed into the housing.